Event description:
Hernia operation turned into a colon surgery (cancer). Bard rep was in observation room, she came back to room. They left her 4 days with bacterial spreading. Looking at the history of bard inc., their start and presence compare it with dates in book superbug by (B)(6); you will see when bard emerges, the bacteria emerges 5 doctors and the bard rep came to the room. At "(B)(6)". After the last surgery, she had (B)(6) the first day and they let it go for a total of 4 days until it took most of her abdomen then took her to (B)(6). I asked dr (B)(6) if she could get it there. She guaranteed 100% that she couldn't, how is that possible. Please someone read the book superbug by (B)(4) and compare the dates on bard inc., and the (B)(6) bacteria please! Where bard emerges in a location and date, here and other countries. The bacteria manifests as well; who inspects their pre-sterilization packaging and how. That is the question. Once more just as in the book 1 yr later she died, and where the mesh was wrapped to the bone. She got cancer wrapped in the same place. Others die 1 yr later after the same hernia surgery with other ailments. My mom was deaf and had a most keen sense of people she knew they had done something to her by their eyes, I know this seems absurd. Bard is very powerful I hope that their money does not sway what way this may turn. If so, guess I should have known better they used cadaver mesh without informing her or any of us, with no permission for such a thing. Dead people - really. Necrotizing facilities.